Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the buttons are less responsive, harder to press and sometimes had to press buttons twice. Customer also reported that the insulin pump received unexplained no delivery alerts, cracks at the casing, in between battery and reservoir compartment and on edges. The customer also reported scratches on the screen which impair view of screen and rejected new battery. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.